Manufacturer narrative:
A partial lead with the distal tip measuring 50.2cm was returned for analysis. External insulation abrasion was noted at 31.2-32.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrastion was noted at 38.6-39.2cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 7.3-9.7cm from the distal tip. Internal insulation abrasion was noted at 11.1-12.4cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 40.2-40.6cm from the distal tip, consistent with lead friction to the ICD can. The inner coil was exposed at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a-v noise was observed. X-ray was taken and images were sent to st. Jude medical for evaluation. Based on the review of the diagnostic views provided to st. Jude medical, the conductors appear to be externalized. No further information was available at this time.

Event description:
New information received notes that the issue was discovered during routine in-clinic follow-up. No health hazard was reported. The lead was explanted and replaced. At the replacement procedure, abraded lead due to friction to device can was observed. There was no adverse event to the patient.